Manufacturer narrative:
The device was not returned to olympus for inspection; however technical assistance center (tac) provided remote troubleshooting, and the reported failure was not confirmed. The caller later stated that the problem was resolved. No further information was provided on what resolved the issue. Based on the results of the investigation, a probable root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported an image partially showing during a therapeutic peroral endoscopic myotomy procedure involving an olympus video system center. There was no patient injury reported.